Event description:
The patient reported that they had a loss of stimulation and their implantable neurostimulator (ins) didn¿t seem to be responding to their remote. It was noted that the ins did something by itself and the patient could barely feel it; it was barely a little tingle. These issues started about a week prior to the report. The patient had tried making adjustments to their stimulation and that had not helped. There were no falls or trauma associated with this event. The patient instructed to follow up with their doctor. The patient was implanted for non-malignant pain and degenerative disc disease with herniated disc pain.

Event description:
The patient reported that their device was checked and they reset their remote to another program. The technician did not know why the program just "quit." The patient further reported that the loss of stimulation/decrease in stimulation had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.